Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. Result of investigation: service technician was not able to verify customer's reported problem "pushes a volume". All testing performed with good known test ac adapter and patient circuit connected. Vent passed 48 hours extended tests at customer settings without any unusual alarms or conditions. Vent passed troubleshooting final test which includes many alarm and ventilation functions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the lap top ventilator 1000 pushes a volume, but will not draw back in anything over 400 millilitres. The customer confirmed that there was no patient involvement associated with the reported event.